Event description:
It was observed during olympus' device inspection that the bronchovideoscope had no image and foreign material on the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: degradation appears to have cause the component to fail with caused no image. The cause of the dust/dirt could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.